Event description:
The reported description of this complaint notes that the bedside monitor failed to alarm for a cardiac arrhythmia.

Manufacturer narrative:
(B)(4). The reported description of this complaint notes that the bedside monitor failed to alarm for a cardiac arrhythmia during use of an mp70 intellivue monitor. Should this occur, pt harm/injury is possible as the user would be unaware of the change in the pt¿s status as indicated beyond the preset alarm limits. Root cause-no product malfunction was identified. The central monitor¿s diagnostic logs (reflect the bedside and central monitor¿s alarms) were reviewed upon receipt. Only red high priority alarms and alarm silence actions performed at the central station are recorded as log entries within the central monitor¿s diagnostic logs. The following are the log entries from the central monitor¿s log on (B)(6) 2012, for the cited bed #(B)(4): 20:49:42.905 (B)(6) 2012 : sdprocess bett8 red alarm sound ¿ bed-the-central monitor is sounding a red alarm sound for an alarm event generated by a bedside-monitored parameter; 20:49: 43.124 (B)(6) 2012 : sdprocess bett8 alarm ***brady 39 > 40-a red/critical alarm has occurred which went below the configured bradycardia limit threshold of 40 for the configured timeframe; 20:49:54.155 (B)(6) 2012 : sdprocess bett8 red alarm sound ¿ bed; 20:50:06.405 (B)(6) 2012 : sdprocess bett8 red alarm sound ¿ bed; 20: 53:39.405 (B)(6) 2012 : sdprocess bett8 red alarm sound ¿ bed. Based upon the central monitor¿s log entries, the bedside monitor did produce a bradycardia alarm for bed # (B)(4) at 20:49 with subsequent audible alarms recorded at 20:50 and 20:53. As red (high priority)alarms are latching and there was no further audible alarms recorded after 20:53, this alarm was responded to at the bedside. The default alarm reminder time is three minutes which was the difference between the bradycardia alarm time at 20:50 until the last audible recording at 20:53. On (B)(6) 2012, a philips service tech evaluated the cited central and bedside monitor from this event and found that both monitors are operating per MFR¿s specs. A simulation test of the pt alarms found that alarms were appropriately produced when triggered. In conclusion, based upon the central monitoring logs, the bedside monitor produced a bradycardia alarm with a subsequent reminder alarm. An eval of the bedside monitor found that this monitor is operating as designed. The info provided related to this situation does not support that there was any malfunction or that there is a systemic problem or design or labeling malfunction or any health risk. The device labeling (IFU) adequately describes alarm control/acknowledgement. No further investigation or action is warranted.